Event description:
It was reported that the patient presented to the cardiac cauterization laboratory. An echocardiogram revealed that the patient had pericardial effusion and suspected lead perforation. A pericardiocentesis was performed and the right ventricular (rv)and right atrial (ra)lead were explanted and replaced. The patient was stable prior to, during and after the procedure.

Manufacturer narrative:
The reported events were pericardial effusion and cardiac perforation. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The tip stiffness test was performed and all the tested values were within specification.